Event description:
Hamilton medical ag received the following description: unit alarmed with "o2 supply failed" and at the same time the ip display locked while in use.

Manufacturer narrative:
The service technician of our partner downloaded the log files and confirmed "o2 supply failed event" and "ventilator unit connection lost" event at time of incident. He found severe bend in vu/ip interconnect cable and replaced vu/ip interconnect cable and ip motherboard. He performed tsw and function tests; all passed.